Event description:
It was reported that the balloon did not inflate during the balloon test before a coronary angiography (cag). The issue was resolved by replacing the catheter and the procedure was completed. There were no patient complications reported.

Manufacturer narrative:
One 096f6j catheter with monoject 1.0 cc limited volume syringe was returned for examination. The reported event of the balloon not inflating was confirmed. During the visual examination, the balloon was found ruptured at the central area. The balloon edges did not appear to match at the ruptured region. All through lumens were patent without any leakage or occlusion. There was no other visible damage observed from catheter body and returned syringe. A device history record review was completed and documented that device met all specifications upon distribution. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint, but the cause could not be established. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.